Manufacturer narrative:
The alleged condition could not be duplicated.

Event description:
Provider alleges consumer alleges when going from recline - chair allegedly "shot her out like a catapult" and she allegedly passed out.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges when going from recline - chair allegedly "shot her out like a catapult" and she allegedly passed out.